Event description:
The event occurred before surgery. There was no harm or delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was out of shape. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the screen mesher was bent. There was no adverse event reported as a result of this malfunction.